Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump, understanding to call back if any issues reoccur.